Event description:
Additional information received identified that patient underwent surgical intervention where in, the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2023-03069. It was reported that patient experienced ineffective therapy. X-rays showed that both leads had migrated. Surgical intervention may take place to address the issue.

Manufacturer narrative:
B3-date of event is estimated.